Manufacturer narrative:
The complaint sample was not available and the lot number is unknown, thus a search of the lots delivered to the customer was conducted, with a time frame of three months before of the occurrence day. The entire set of identified lots has been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was cultured for suspected peritonitis on (B)(6) 2016. The patient was treated with vancomycin 1gm every five days for five doses. Patient was not hospitalized. Patient medical records were requested.